Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced door not fully latched message, which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.